Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: left vanguard femoral 57.5 catalog # 183122 lot# 617220, 67mm tibial tray catalog# 141222 lot # 944230, series a patella catalog # 184764 lot# 221580. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a left knee revision procedure approximately nine years post implantation due to instability. The tibial bearing was removed and replaced.